Manufacturer narrative:
The root cause of the patient's aortic insufficiency and perivalvular leak cannot be determined with the available information. It is unknown whether the patient's history of endocarditis may have caused or contributed to this event. However, there is no allegation or evidence there was any device malfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that a patient with a bioprosthetic aortic valve, implanted for two (2) years and six (6) months, underwent a valve-in-valve procedure due to aortic insufficiency (ai) and perivalvular leak (pvl). A tavr was performed with an edwards transcatheter valve. The patient had a history of endocarditis but upon inspection, there was no paravalvular abscess and no obvious signs of infection as an etiology for the ai/pvl. The patient was discharged home with home health in stable condition on pod #5.